Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device displayed "runtime calibration failure 1051" and "self-check failure-1174" messages. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation and repaired by a third party; the device's smart pneumatic assembly kit was removed and returned. The reported malfunction of the device displaying a "runtime calibration failure -1051" message was duplicated and attributed to a faulty auto-calibration valve on the smart pneumatic module board. The reported malfunction of the device displaying a "self-check failure - 1174" message was observed and attributed to a faulty o2 valve on the smart pneumatic assembly kit. The smart pneumatic assembly kit and the o2 valve were replaced and scrapped. Analysis for reports of this type has not identified an increase in trend.